Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2010 and a total right hip arthroplasty on (B)(6) 2011. Subsequently, patient's legal counsel further reports patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. There has been no reported revision procedures. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 7 of 8 mdrs filed for the same event (reference 1825034-2013-05379 / 05386).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6), 2010 and a total right hip arthroplasty on (B)(6), 2011. Subsequently, patient's legal counsel further reports patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. There has been no reported revision procedures. Additional information received in patient medical records noted that on (B)(6), 2013 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.